Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that levophed (4mg/250ml) at 0.06mcg/kg/min for a patient weight of 66kg, rate 14.9ml/hr, with an unknown vtbi, was infusing on 10/14/18. In the early morning on 10/15/18, the pump beeped approximately 10 times before unexpectedly shutting off. The medication could not be titrated down previously throughout the night due to labile blood pressure. The patient¿s blood pressure dropped approximately 20-30mmhg in the time it took to get a new pump from the equipment room (approximately 1 minute) and transfer the line over. There was no medical intervention or lasting harm. The customer stated that the device error logs show 10 entries of system error 800.8000.

Manufacturer narrative:
The customer¿s report of an 800.8000 error was confirmed. Physical inspection of the device noted the instrument seal intact. The only observed anomalies were dull iui connectors. Review of the pcu event log shows that a pump module was programmed to infuse norepinephrine weight based dosing 4mg/250ml at a rate of 9.83ml/hr at 10:42 am on 14 october 2018. The infusion ran at various rates until 10:36 pm. The next entry in the log is for a power on event at 1:58 am on 15 october 2018. Analysis of the pcu error log shows a malfunction (error code 800.800.0) occurred at 1:55 am on 15 october 2018. The pump module error log does not contain any entries for the time/date of the malfunction. The 800.8000 error was due to a memory leak and was unable to be replicated. The proximate cause of the customer¿s report of an 800.8000 error was identified as a memory leak (hardware issue).

Event description:
The customer reported that levophed (4mg/250ml) at 0.06mcg/kg/min for a patient weight of 66kg, rate 14.9ml/hr, with an unknown vtbi, was infusing on 10/14/18. In the early morning on 10/15/18, the pump beeped approximately 10 times before unexpectedly shutting off. The medication could not be titrated down previously throughout the night due to labile blood pressure. The patient¿s blood pressure dropped approximately 20-30mmhg in the time it took to get a new pump from the equipment room (approximately 1 minute) and transfer the line over. There was no medical intervention or lasting harm. The customer stated that the device error logs show 10 entries of system error 800.8000.